Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level due to serter issues. Blood glucose level at the time of the incident was 500 mg/dl as the infusion set was not inserted and released into the site properly by the serter. Customer declined to troubleshoot for high reading. The products will be replaced. The serter and infusion set will be returning.